Manufacturer narrative:
Visual assessment shows the balance of the device is straight. The device was functionally tested using nylon monofilament, and the device was reloadable and functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined as there was no problem detected during investigation. No further investigation is warranted.

Manufacturer narrative:
Initial reporter foreign zip code and telephone number -- (B)(6).

Event description:
It was reported that the accu-pass suture shuttle caused sutures to become tangled in the wheels of device during use in slap shoulder repair. The procedure was completed with an alternative device. A delay of between 30 and 60 minutes was reported. No patient injury was reported.